Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received three results on the compact plus system within 10 minutes between 100 mg/dl and 190 mg/dl, specific results not provided. No adverse event reported. Return of suspect device was requested and replacement was sent.